Event description:
Early 80¿s male with history of chronic obstructive pulmonary disease and chronic heart failure. Procedure: diagnostic cardiac catheterization. Physician unable to get the vascade to deploy. Not used on patient. Manufacturer response for vascade, vascade (per site reporter): will get.